Manufacturer narrative:
Product ID 3889-28, lot# va1sg9a, implanted: (B)(6) 2018. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient notes they were advised to turn the device off when going through security check points. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, lot#: va1sg9a, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 21-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that "this summer" she experienced an issue with the "leads going bad." Caller states that she went to the health care professional office and they determined that this issues was from going through security detectors with stimulation on. No further complications were reported or anticipated.